Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve (apl) was replaced to resolve the reported issue. Customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve (apl) preventing manual ventilation. There was no report of patient injury.